Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device has a power supply issue. There was no patient involvement. Based on the information available, the cause of the reported issue could not identified. However, after an operational check, the device is working normally and without any issues. The device is working fine as per manufacturer's specifications after the operational check. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.